Event description:
End user reported that her son damaged the m51 power chair when he got it out of the storage shed. User stated she was heading toward a truck, the truck driver blew the horn, startling the user. User reported that she veered, hitting the truck which caused her to fall out of the chair. She alleged she hurt her knee and sought medical attention from her dialysis doctor. The doctor sent her to the emergency room where she claims to have received a shot and a knee brace. No alleged malfunction of the product.